Event description:
It has been reported to philips there was an incident this morning, where pro was placed in the smart mount, which was plugged in and receiving power. The 3 lead ECG interference was obvious & substantial. Once 12 lead was acquired, the 3 lead went back to baseline. I have the ECG strips and corsium report that shows activity if needed. Documenting issue only, I do not need a replacement device.